Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed, as surgical impact opening (shell thickness within specification). As per the investigation procedure: non-penetrating nick and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17/apr/2024.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.